Event description:
It is reported that the snap off screw stem failed to release as expected. The initial report indicates that the osteotomy was fractured, or the screw pulled from the bone, or the screw pulled out causing a fracture. The problem unit was removed from the surgical site. The surgical method employed for correction has not been identified. Clinical details have been requested but not provided and are no longer anticipated. No sales rep was in attendance in this surgical event. The report was acquired during a later clinical site visit. The failed device has been recovered and examined without failure to specs demonstrated. Add'l units of the same device and lot have been destructively tested without failure to specs demonstrated. (B)(4).

Manufacturer narrative:
The recovered device was examined macroscopically, microscopically and measured for critical dimensions and was found within specs except for the "snap-off" point which demonstrated damage consistent with some applied torque. This area could not be evaluated as to initial mfg condition at this point. Fourteen add'l units of the same catalog number and mfg lot were examined and found within specs. These units were destructively tested for applied torque to snap-off point and were demonstrated within specs. No failure to specs could be demonstrated. No clinical info has been provided to permit further investigation of root cause of failure to a clear determination. No further info is anticipated.